Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The patient was in the emergency department for an unspecified reason. The initial hcg + b result was "negative." The actual result was not provided. This result was reported outside of the laboratory. The patient had an ultrasound with a positive result. Due to the ultrasound result, the sample was repeated and the hcg + b result was also "positive." The actual result was not provided. It is not known if an adverse event occurred. No adverse event was alleged. The hcg + b reagent lot number was provided as "000." The expiration date was not provided. Quality controls were acceptable and no alarms were generated. Liquid flow cleaning (lfc) and maintenance was performed. The field service representative (fsr) visited the customer site and identified multiple analyzer issues. There were no rack adapters, the magnet paddle was twisted, there were black deposits in the tube for the syringe sipper, the pinch valve tubes were partially blocked, and the needle sipper was slightly offset. The fsr replaced multiple parts. Liquid level detection voltages were checked along with mechanical adjustments. Afterwards, the measuring cell was adjusted. A repeatability test was performed on all parameters and the results were acceptable.

Manufacturer narrative:
A specific root cause was not identified. The customer is no longer using the e411 instrument.

Manufacturer narrative:
On (B)(6) 2017 rack adapters were installed and the proper adjustment was verified. Quality controls were run and passed. On (B)(6) 2017 the customer was still having quality control issues even after the rack adapters were installed. The customer is repeating all patient samples due to questions about instrument performance. The customer has enacted some new procedures to verify instrument performance such as making sure the measuring cell has not moved since it was adjusted by the field service representative on (B)(6) 2017. As of 08/16/2017, the customer has had no other discrepant results.

Manufacturer narrative:
On 25-aug-2017 the customer still complained of quality control issues for multiple assays every day. After a new run, the results are back within specification. The customer observed that the cover above the reagents around the opening of the hood where the pipette picks up the reagent is orange. A maintenance engineer visited the customer site and decontaminated the instrument. Instrument tests were within specification. The customer is still repeating all patient samples. No additional discrepant patient results have been observed since the event in (B)(6).